Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Positive supply background test was found in the history log. Positive supply background test was found at power up. The root cause for the reported issue was found to be main board does not operate as intended. Replaced main board. Performed power up process and all functional testing which passed. D4 unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that there was a positive supply test. No patient injury was reported.